Manufacturer narrative:
(B)(4). Of the 22 devices reported, a total of 20 devices were received for evaluation. Additional lot# r40x2p, t92f4y, t92h9l, t92l80, r40l1n, t92y3g, r41251, t9390g, t9311w, t9330r, t93a1p, t92j4l, t92u2r, t92z24, p4rv2l, t93e3l. (B)(4).

Event description:
This report summarizes <noe> 22 </noe> malfunction events involving a total of 22 actual devices for malformed clips. These events occurred during use by a healthcare professional.